Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in a moderately tortuous and severely calcified artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.